Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found pil observed an unknown dust contaminant on the blower, blower bellow, and side panel. An insect was observed on the bottom housing of the blower. An unknown dust contaminant was observed on the sound abatement foam and on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, pil observed an unknown contaminant consistent with mineral deposits from liquid ingress on the water tank and the flip lid seal. Hair-like particles were observed on the water tank, dry box seal, and bottom enclosure. An unknown dust contaminant was observed on the flip lid seal, flip lid, dry box seal, and bottom cover tray. The manufacturer found evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has pil observed an unknown dust contaminant on the blower, blower bellow, and side panel. An insect was observed on the bottom housing of the blower. An unknown dust contaminant was observed on the sound abatement foam and on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, pil observed an unknown contaminant consistent with mineral deposits from liquid ingress on the water tank and the flip lid seal. Hair-like particles were observed on the water tank, dry box seal, and bottom enclosure. An unknown dust contaminant was observed on the flip lid seal, flip lid, dry box seal, and bottom cover tray. There was evidance of sound abatement foam degredation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.